Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During bone cuts screw in mics pistol grip handle came loose and fell out. Tka case with a 1 minute surgical delay.

Manufacturer narrative:
Reported event: it was reported that the grip handle of the miics went loose and fell off. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Nc (B)(4) has been initiated in regards to missing product. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no k09gw and 22 accepted into final stock on 05/10/2017. Review of (B)(4) revealed that the non-conformance is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number k09gw shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
During bone cuts screw in mics pistol grip handle came loose and fell out. Tka case with a 1 minute surgical delay.